Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose (bg) was 208 mg/dl. The cartridge was reloaded to address the event and the pump fill estimate was accurate. Additionally, customer reported bg of 40 mg/dl. The cause was unknown. Customer addressed bg with food.